Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one emergency room (ER) patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The patient returned to the ER a few days later and a new sample was tested on an alternate dimension exl instrument, resulting positive for hcg. The original sample was then repeated twice on the original instrument, resulting positive. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range at the time of event. The cause of the discordant, false negative hcg result was due to sample handling. The expected result was obtained upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.